Event description:
It was reported that the surgeon implanted a collamer plate lens with no problem or patient injury, using the ftp indigo foam tip plunger. The reporter indicated that after the lens was implanted, it was noted that a piece of plastic had broken off the tip of the plunger.

Manufacturer narrative:
Evaluation: a foam tip plunger lot number search was performed and one similar complaint was found.